Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g1, g3, g6, h2, h3, h6, h10. The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Attempts to contact the reporter could not be made since the address was not legitimate". The validity of the complaint was deemed highly questionable as it was considered to be part of a scheme involving multiple false claims related to this product. No possible root cause determination was deemed necessary. Complaint will be closed as 'reported error did not occur'. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Medwaath report: mw5096826. It was reported: "my child's brain swelled for two years and I insisted it was his brain shunt. The doctors kept shutting me down. Long behold it killed him."